Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the replacement of the implantable neurostimulator (ins), a bad connection was observed on electrode 15. The physician attempted multiple times to remove and reseat the lead, wipe off contacts, and retorque the lead in the ins. Connections and impedances were checked prior to and after ins replacement; electrode 15 continued to show a bad connection while all other connections and impedances were within normal limits. Only 15 of 16 electrodes were connected in the final implanted system. The ins was implanted as it was determined the system would still provide useful therapy with 15 electrodes connected. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.